Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient is currently hospitalized: started feeling ill on (B)(6) 2013. Patient had completed a site change that morning and had severe vomiting and nausea throughout the night. Patient then woke up on (B)(6) 2013 at 800am and their site pulled out when they got up out of bed. Patient then completed another site change two hours later prior to going to health care provider (hcp). Patient's blood glucose (bg)at hcp visit was 700 mg/dl with severe nausea and vomiting. Patient was sent to the ER and was admitted. Patient was discontinued from their pump when admitted and placed on an insulin drip. Hcp wants pump to see if it is malfunctioning. Patient denies any changes to diet, weight, health, or medication. Customer technical support (cts) review of pump found no issues or discrepancies. Cts reviewed I:c ratio, isf, and bg target and patient verified they were programmed as intended by hcp. Cts advised patient and the diabetes educator nurse that the pump is delivering as programmed. Cts educated patient and nurse on completing prime steps per IFU. Cts advised patient and nurse if tubing is not primed and cannula is not filled per IFU , the patient will not be getting enough insulin as the pump would be delivering air instead. Cts advised patient and nurse to monitor for issues with the pump and to contact cts for assistance if needed. Patient and nurse verbalized understanding. Patient is resuming pump therapy, still in hospital, and bg is being monitored. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.